Event description:
According to a opy of the autopsy report received form the pathologist, the "likely causes of death include acute myocardial infarction (not readily identifiable histologically) and arrhythmia".

Event description:
A pathologist reported that a pt with a bjork-shiley convexo-concave mitral heart valve had died. The preliminary autopsy report indicated that the pt died of causes unrelated to the implanted shiley mitral valve. The bjork-shiley convexo-concave mitral heart valve was retrieved at autopsy and sent to shiley for examination. A microscopic examination revealed a single leg separation of the right leg of the outlet strut.